Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 02/1/5/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Calibration to pentero microscope was inaccurate. The medtronic representative re-calibrated the microscope and failure was resolved. System performed as intended. On 02/26/2016 software investigation completed. Findings are that the microscope calibration was determined to no longer be accurate and was re-calibrated successfully. Software is functioning as designed. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative performing a site navigation system check-out found that the calibration to pentero microscope was inaccurate. In trouble-shooting at the site, the issue was resolved. Normal function was restored. There was no patient present when this issue was identified.